Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder: cribriform was selected for implant on (B)(6) 2024 using 9f amplatzer trevisio intravascular delivery system. During implant both discs took on a convex shape. The device was re-captured and re-deployed. Both discs maintained a convex shape. The device was removed from the patient and replaced with a new 25mm amplatzer multi-fenestrated septal occluder - cribriform. The device was inspected outside of the patient anatomy. Both discs maintained a convex shape. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Manufacturer narrative:
An event of device deployed into a cobra shape inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that 9f delivery system was used to deploy the device and that there was no interaction with cardiac structures during deployment and that there was no angulation or kink noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Per the instructions for use, the recommended size delivery system for use with a 25mm amplatzer septal occluder is an 8f. A 9f sheath was used to deliver the device, which could have contributed to the deformation noted, as the use of a larger sheath may influence deformations of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling